Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Event description:
It was reported that on: (B)(6) 2013: the patient was pre-operatively diagnosed with grade 2 spondylolisthesis l5/s1 with disc herniation at l4/l5 and l5/s1, and far lateral foraminal stenosis at l5 ring with chronic back pain and underwent the following procedures: l4 to s1 posterior instrumented spinal fusion with interbody fusion of l5/s1, laminectomy l5/s1, and foraminal decompression l5/s1. As per op-notes, ¿once we had performed a thorough discectomy at l5/s1 we placed the spacers to the correct size of interbody, we were able to place a 10 mm x 24 mm sound and, therefore, selected an 11 mm interbody device. We tamped this into place and confirmed its position with c-arm. This increased the disk height and greatly improved the space available for the 15 nerve root on both sides and there was clear improvement in the foraminal space for the l5 nerve root. We then prepared the screw tract using c-arm to confirm our position on the left side and placed the screw with the rod on this side. We compressed across the l5/s1 and placed the l4/l5 in a neutral position. We then performed a similar procedure on the right side. Prior to placing the rods and screws on the left side we placed bone graft with rhbmp-2 and then more bone graft, and we performed this same procedure on the right side.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.